Manufacturer narrative:
Catalogue number was changed from 08d06-39 to 08d06-77 and lot number was changed from 95080li00 to 95080lii01. No further updates are needed at this time. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list 8d06-39, that has a similar product distributed in the us, list number 8d06-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer reported (B)(6) architect syphilis tp results for a (B)(6) year old female patient. The sample generated (B)(6) on architect ((B)(6)) and colloidal gold method. The sample was (B)(6) on johnson and johnson ((B)(6)) and tppa assays. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there was normal complaint activity for reagent lot 95080li01. Tracking and trending report review for the architect syphilis tp assay determined that there were no related trends. The returned patient sample was tested with reagent lot 95080li01 which generated a non-reactive result of 0.25 s/co. Although there is no reference test method for the syphilis assay, the sample was also tested with mikrogen recomline treponema igm and igg methods to provide additional information. The igm assay generated a borderline result and the igg assay generated a negative result for the sample. A retained reagent kit of lot number 95080li01 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false negative results were obtained. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect syphilis tp assay was identified.